Manufacturer narrative:
See manufacturer report numbers 9610711-2021-00049 & 9610711-2021-00050 regarding the other two catheters with reported balloon bursts.

Event description:
According to the available information, the balloon was inflated with 15 milliliters. A few hours later the balloon burst and the catheter slipped off. A new catheter was placed, but the same issue occurred, so a third catheter was placed. The same issue occurred a third time. There was no clinical consequence for the patient other than discomfort and leaks. The physician used a foley catheter from another manufacturer for this patient.